Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a thoracoabdominal aneurysm was excluded with two zta-p-46-233 (B)(6) 2021. The left subclavian artery (lsa) was sacrificed and bypassed. The patient presented (B)(6) 2024 with rupture of a massive aneurysm into the left pleural space. Cta demonstrated a type iii endoleak. A device from another manufacturer was implanted to exclude the leak and the hemothorax drained. The report suggests that only one hole was discovered. This complaint is opened based on imaging review finding from (B)(4) (FDA ref# 3002808486-2024-00187). The sealing stent was distal the lsa origin. Because the lsa was deliberately occluded and bypassed distally, the original location sealing stent location would have been well proximal its location at rupture. Because the left common carotid artery (lcca) origin was bovine (normal variant of the lcca origin from the ia), the original sealing stent location could have been implanted as proximal as the ia trailing edge. The bare and sealing stents and to a lesser degree the sealing and second mainbody stents were crowded along the outer aortic curvature. These findings indicate that the stents had subsided distally from their original implanted location along the outer aortic curvature and possibly to a lesser extent along the inner curvature.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation has determined the it is a cascade event. The incident will therefore be handled in related complaint(B)(4) (manufacturer report re# 3002808486-2024-00187) and thereby this complaint is no longer reportable. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.